Event description:
It was reported the patient is no longer receiving stimulation. She has not charged her ipg in six months. An sjm representative met with the patient and was unable to confirm communication because the patient did not bring her programmer. The patient does not want to address the issue at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.